Event description:
His crown fell out - only a year old - he wants compensation for dental work - he has not been to dentist yet. He does not want a refund or new unit - wants compensation for damages. No prior issues with oral health. Pressure 4-5 psi, jet tip used was the ps100, discussed proper use, the safety of product, and oral health of customer. He asked multiple times when he would hear back from us and when he could see a resolution.